Event description:
It was reported that the pump experienced a load issue and that resistance was experienced during the fill process. The customer declined to provide additional information regarding the issues.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.